Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 29.0 cm. External insulation abrasion that breached only the optim insulation consistent with friction to another device was found at 20.9 cm to 21.7 cm, 24.1 cm to 24.8 cm, 24.3 cm to 24.6 cm, 24.9 cm to 25.1 cm, 25.0 cm to 25.3 cm, and at 26.6 cm to 27.2 cm from the distal tip. Internal abrasion that breached the re lumen was found at 22.6 cm to 23.5 cm from the distal tip. The optim insulation was found to be intact at this region.

Event description:
This report is to advise of an event observed during analysis.